Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of infection, pneumonia and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced infection and was hospitalized on the same day for the event. On (B)(6) 2012, the patient was diagnosed with pneumonia and peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event. The pneumonia and peritonitis events were unrelated to baxter products.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Additional information received from a nurse: the nurse confirmed that the patient experienced peritonitis. The patient was back at his baseline and recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12f27097 and h12g16072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.